Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: customer complaint was not replicated in-house with retention product. Retention products were tested with clinically negative urine samples. All control and test lines appeared at the stated read time and met qc specifications. No false positive results were observed. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined from the information provided and no product return for in-house investigation.

Event description:
It was reported that on (B)(6) 2015, the customer observed a false positive on the surestrip one step hcg pregnancy test. Confirmation testing was performed with a roche test and the result was confirmed. The date of confirmation testing is unknown. No further information was provided.